Manufacturer narrative:
Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove three leads: two right ventricular (rv), models 4058m-58 and 4004m-58, and one right atrial (ra) lead, model 4269-52 due to MRI, non functional lead and a redundant lead. All leads had been implanted 348 months. Spectranetics lead locking devices (lld's) were inserted into each lead to act as traction platforms to aid in the extractions. Multiple extraction tools were utilized but the lead's outer insulation was starting to break, so the physician decided to not continue with the lead extraction and cut and cap the leads. The physician attempted to unlock the lld's to remove them from the leads, but was unsuccessful at removing any of the three lld's from the leads. All three leads and lld's left within the leads were cut/capped and remained in the patient. This report captures the lld within the rv lead, model 4004m-58, and was cut, capped and remained in the patient. Please reference MDR 1721279-2020-00170 which captures the lld left in the rv lead(model 4058m-58), and MDR 17212-2020-00172 which captures the lld left in the ra lead (model 4269-52).